Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardioverter defibrillator (ICD) was having telemetry issues as they could not get telemetry with the ICD due to the patient¿s left ventricular assist device (lvad). It was also noted that the telemetry issue arises when attempting to use near-field telemetry with any programmer. It was suggested to shield the patient¿s chest with metal pan to help block fields generated by the lvad. The ICD remains in use. No patient complications have been reported as a result of this event.